Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure, a small shaving of plastic came off the trocar and was retrieved. They used another trocar to complete the case. There was no patient injury.